Manufacturer narrative:
The local factory service rep observed proper device opeation, through full functional and performance testing. The service rep provided the reporter with a review of device operation. At this time the reporter informed the rep that the pt was extremely diaphoretic at the time and complete electrode to pt connection could not be obtained. The device was returned to the facility for use.

Event description:
Reportedly, when an attempt was made to analyze the patient electrocardiogram, the device continuously prompted 'check electrodes'.